Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, 2coh machine's upper, half-height drawer keeps failed regularly. Customer able to recover the machine for period of time and again issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The drawer could be recovered; however, the recovery was only temporary, and the issue recurred after a short period. As a result, the narcotics stored within the affected drawers became inaccessible when the failure reoccurred. The field service engineer (fse) inspected the device and performed corrective actions, including reseating and checking all cables, verifying drawer slide bumpers, and replacing the controller board. The fse also replaced the inseparable component and adjusted the plunger linkage to address the issue preventing the drawer from closing properly and rerouted the pyxis bus cable. Following these actions, the customer tested the drawer and confirmed proper operation without any issues. The system functioned as intended after field service engineer repaired the device.